Manufacturer narrative:
Maquet was not able to evaluate the device that failed. Maquet assumes that the device failed to meet its specification due to an incorrect attachment of the spring arm covers (during installation or maintenance) or detachment of the covers due to repeated collisions. Additionally the device was directly involved with the reported incident. Maquet doesn't know if the device was being used for treatment or diagnosis of the patient when the event occurred. Should more information becomes available, a follow-up report will be provided.

Event description:
The customer reported that a dust cover on the monitor arm was dislodged and that an employee cut his finger when he touched this cover. It is unknown whether a patient was present at the time of the event. (B)(4).

Manufacturer narrative:
Maquet could not determine the root cause of this event, despite several reminders being sent, maquet did not receive any information. Maquet has decided to not continue to send reminders since no information was made available. However, according to the similar events in complaint history, maquet assumes that the device failed to meet its specification due to an incorrect attachment of the spring arm covers (during installation or maintenance), or detachment of the covers due to repeated collisions. In the labeling, the yearly maintenance program includes a verification of the dust cover positioning : "check for any loose covers and caps"(nu_power led_(B)(4)). Maquet could not determine the root cause of this event, despite several reminders maquet didn't received any information. Maquet decided to no continue to reminder because no information are available. However, according to the similar events in complaint history, maquet assumes that the device failed to meet its specification due to an incorrect attachment of the spring arm covers (during installation or maintenance) or detachment of the covers due to repeated collisions. In the labelling, the yearly maintenance program includes a verification of the dust cover positioning : "check for any loose covers and caps"(nu_power led_(B)(4)).

Event description:
(B)(4).